Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient had the device for interstitial cystitis, the patient was doing very well, it was helping with the pain, but as of the middle of the week prior to the report "it stopped working." The reporter stated that the patient did feel stimulation and thought she had a bladder infection. It was noted that the patient had an appointment with her physician the day of the report because she was in so much pain. It was reported that the patient believed that the pain was due to the bladder infection and right now she could barely hold in her urine. It was noted that the patient got up three times a night to go to the bathroom and she was not able to make it to the toilet. The reporter stated that the patient had tried all of the programs and had done several things and they only lasted a short time. It was noted that the patient was on program 1. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# v304318, implanted: 2009-(B)(6), product type lead. (B)(4).